Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading the cartridge. Customer changed the syringe needle and loaded another cartridge. Customer's blood glucose was 344 mg/dl and reportedly, a bolus was delivered to address bg.